Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system intermittently gave erroneously high sodium (na), potassium (k), and chloride (cl) results. The erroneous results were not reported outside of the laboratory. Patient treatment was not affected by this event and there were no reports of death or serious injury. The customer stated that when the erroneous results were re-run, the results were normal. Prior to each event, the ion selective electrode (ise) system was calibrated and quality control (qc) was run. The qc recovered within the lab's established ranges.

Manufacturer narrative:
The system was evaluated by a bci field service engineer (fse). The fse found that the electrolyte injector cup appeared to be clogged and replaced it. In addition, the ratio pump was rebuilt and the ion selective electrode (ise) system preventive maintenance (pm) was completed. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.